Event description:
It was reported that the procedure was to treat a predilated lesion in the lad. Several unsuccessful attempts were made to place the stent, but the device was unable to cross a calcific shelf at a bend in the lad. During the cross attempt, the stent dislodged from the balloon. The stent was retrieved with a snare.